Event description:
It was reported that the patient with this left ventricular (lv) lead experienced continuous aching sensation and health care professional (hcp) thinking that the lead may have moved. Hcp wanted to check different lv vectors. Technical services (ts) discussed that maybe the lead moved shortly after being implant after confirming if the sensation had been felt since implant. This lead remains in service. No adverse patient effects were reported.